Manufacturer narrative:
Device history record (DHR) - two products were received in the same container, for (B)(4), with two pouches indicating lots 218191 and 216043, without information about in which order they were used. The device history records of the 2 lots (over 100 devices per lot) were reviewed and did not reveal any anomaly that could explain the reported events. The lots were manufactured at different periods (sept 2019 and february 2020). No similar complaint was received for a product from these 2 batches. Failure analysis - upon evaluation, the balloon features a breakage of the tip due to stretching of the polyurethane tubing; the silicone elastomer balloon is cut (radial slit) but the two parts remained attached on either side of the tip, no part of the device is missing. Root cause - the complaint is verified, the balloon has burst and the tip broke. Tip breakage is due to stretching of the polyurethane tubing: the most likely cause is that the balloon burst and when removed, it was blocked in the endoscope, and further pull led to stretch it, causing breakage. The cause of the burst could not be determined by the device analysis. Per risk file, possible burst causes could be damage during insertion with the cannula or insertion tool, or over-inflation. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. Given investigation results, routine manufacturing controls and complaints /sales history, no further investigation nor corrective action is deemed required.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after being inflated and deflated 2 twice, the third time the tip of the neuro balloon catheter broke and the distal part was lost in the patient. The clinician performed a craniotomy in order to remove the lost part from the patient. There was a 2 hours surgical delay.